Event description:
Bayer case number: (B)(4). Acute and chronic inflammation of fallopian tube [salpingitis]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("acute and chronic inflammation") in a 34-year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced salpingitis (seriousness criterion intervention required). The patient was treated with surgery (abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2023. At the time of the report, the outcome of the event was unknown. The reporter considered salpingitis to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: diagnosis: uterus, cervix, fallopian tubes, and implant, abdominal hysterectomy and bilateral salpingectomy: cervix: high grade squamous intraepithelial lesion (hsil). Uterus: endometrium: secretory endometrium, negative for hyperplasia or malignancy myometrium: unremarkable, fallopian tube with fimbria #1: unremarkable. Fallopian tube #2: essure coil present, acute and chronic inflammation. Gross description: fallopian tube #1 with fimbria measures 4.5 cm in length and 0.6 cm in average diameter. Fallopian tube #2 measures 6.5 cm in length and 0.5 cm in average diameter. A metal coil is noted in fallopian tube #2 and fallopian tube wall is thickened. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.